Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and assisted the caller through the pump reset process, successfully resolving the issue as the pump no longer displayed the cgm error code. The caller was able to start their sensor session without further issues.